Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent dislodgment occurred. The 98% stenosed, 28mmx3.5mm target lesion was located in the severely tortuous left anterior descending artery. A 28 x 3.50mm promus premier drug-eluting stent was advanced to treat the lesion. However, during procedure, it was noted that the stent was dislodged and unable to be deployed. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Weight: (B)(6). (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 98% stenosed, 28mmx3.5mm target lesion was located in the severely tortuous left anterior descending artery. A 28 x 3.50mm promus premier drug-eluting stent was advanced to treat the lesion. However, during procedure, it was noted that the stent was dislodged and unable to be deployed. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable. It was further reported that the stent was lifted and displaced on the balloon, but not dislodge as previously reported. The device was directly removed from the patient. A promus premier ous mr 28 x 3.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter (od) was measure and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. Upon return the balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. The device was loaded on a 0.014 guidewire. The balloon was inflated without issue and the stent expanded successfully. A vacuum was pulled and the device was deflated fully in 3 seconds which is within deflation time specification. Deflation time measured using stopwatch. The inflation device was verified before and after use using druck pressure. No issues were identified during the product analysis.